Event description:
Caller reported an error with the continuous glucose monitor (cgm), referred to as cgm error 42. Customer support provided information on how to reset the pump, guiding the caller through the process. After completing the reset, the pump did not display the cgm error code again. There was no adverse impact to the customer's blood glucose level. Caller successfully initiated a new sensor session.